Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the patient was sent to the hospital for lead revision after high pacing threshold was observed while in the office. Lead repositioning was not completed as the lead helix could not be fully retracted. The lead was instead explanted and replaced. No adverse patient related events.